Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a ¿a white unidentified substance¿ (also reported as ¿white slurry things¿) was found on an unspecified titanium adapter which separated from the minicap extended life pd transfer set and leaked. The ¿nurse found that the gap between the titanium metal connector and the mini-infusion tube was still large, and there was fluid exudation when tightened.¿ when the transfer set was replaced, the white substance was noted on the ¿titanium joint¿. The nurse could not rule out the white particulate as potential discharge due to the infection. Two days after the event, the patient presented to the hospital and was diagnosed with peritonitis manifested by turbid pd fluid. The cause of the separation and unidentified substance was not reported. The patient was treated as an outpatient with unspecified antibiotics for the peritonitis. The titanium adapter remained in use. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture showed the titanium adaptor and sleeve held by gloved fingers which are stained with what appears to be iodine. There is similar staining visible on the titanium adaptor and sleeve. The presence of a ¿white¿ substance was not identified based on the quality of the image provided. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.